Event description:
Per the clinic, the patient experienced loss of sound from the device on (B)(6) 2024 (specific date not reported) and subsequent loss of connection to the internal device. Troubleshooting, hardware exchange and reprogramming attempt were made; however, the issue could not be resolved. The implanted device remains. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.